Event description:
The customer reported via phone call being hospitalized due to unexplained high blood glucose levels and pneumonia. The customer stated that her blood glucose fluctuated. She stated that the last thing she remembered was going to the refrigerator to get something to drink. The customer's blood glucose was over 600 mg/dl. She stated that she could not regulate her blood glucose leading up to the event. She stated that her nephew found her and called the ambulance. She stated that the pneumonia and a virus she had was causing the high blood glucose. She was treated with antibiotics and discharged after 10 days. She stated that she was wearing the insulin pump at the time of hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.